Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have ben provided to date. A return sample for the evaluation is not expected. Should additional information become available, a follow-up report will be submitted. There are three (3) cases associated with this product, therefore a separate FDA 3500a form has been generated to address the other two (2) cases. The actual date of event is unknown, so the date used was the date (B)(4) became aware. Continued from (c.4.2): product therapeutic indications are to temporarily protect and help relieve chapped or cracked skin and lips; to treat and prevent diaper rash; and protect minor skin irritation associated with diaper rash and to help seal out wetness. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. Reported to the FDA on august 14, 2014.

Event description:
The facility wound care manager reported that three (3) patient developed pressure ulcers to the sacra-buttock area. The wound care manager stated the product was being utilized for contact dermatitis in the sacral area dn the nurses were applying the protective barrier to wet moist areas. The depth of the pressure ulcers were assessed as stage iii or stage IV although it was reported the staff were having difficulty removing the product and were unable to assess the skin. The wound care manager did not indicate additional treatment for the pressure ulcers. The territory manager indicated the facility had elected to switch to a new product and were advised they had to used the product in stock before switching to the new product. He reported no safety issues was involved, however educational opportunities for the application of product, how to assess skin, and reapplication of the product were identified.